Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure, leading haptic stuck to spherical posterior lens surface. Surgeon took approximately five minutes to detach it, with no consequences for the patient. The procedure was completed on same day without any harm to the patient. Additional information has been requested.